Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use. It was noted air inside the sheath, air could be removed continuously when air was aspirated. It was judged to be a valve damage; it is highlighted that dilator preparation was done as expected nonetheless physician was unexperienced and damaged due to the dilator insertion angle was not discarded. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.